Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.5/3.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with a longer length lens on (B)(6) 2022 due to low vault. This resolve the problem. Cause of the event is reported as unknown. See MFR #2022-03003 for claim against the initial lens.

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4). Claim# (B)(4).